Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. There were no patient consequences.